Event description:
It was reported that the catheter was indwelling for 12 days when the distal portion separated in the pt. A loop device was used to remove the piece of catheter from the pt. The pt developed arrhythmia which was resolved within one day. There were no further complications.